Manufacturer narrative:
A device history record review was completed for provided material number 309110 and lot number 2307222. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) sample was returned for evaluation by our quality team. Through evaluation of the sample, leakage was observed. It has been determined that this issue resulted from damage in the plunger lip. This type of damage may be produced during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd syringe s2 10ml leaked past the stopper. The following information was provided by the initial reporter, translated from french to english: the device has been recovered and is available for inspection at the arsenal. Please let us know how to return it. (B)(6) 2023 leak from the plunger of the syringe when withdrawing a product or injecting it. Occurs approximately once a month. Clinical consequences: difficulties in withdrawing treatment loss of product on injection f/u response: no consequences were observed. The product contaminating the syringe is propofol.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.